Event description:
(B)(4) it was reported by the consumer that the 65650 rollator had broken welds on both sides, resulting in the patient falling on the left side, and hitting the knee, which got swollen. However, no medical attention was sought. Should we receive additional information, this file will be revised and a supplemental report will be submitted.